Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported that the touch screen was unresponsive. There was no patient involvement. The manufacturer¿s field service engineer (fse) performed a visual inspection and found a deep scratch on the touch screen causing the unresponsive touch screen. The manufacturer¿s field service engineer (fse) replaced the touch screen and successfully performed touch screen calibration.